Manufacturer narrative:
Further investigation is not required for analysis.

Event description:
It was reported that no backup defibrillation therapy was observed on the implantable cardioverter defibrillator (ICD).

Event description:
It was reported that inappropriate backup vvi reset with no backup defibrillation therapy was observed on the implantable cardioverter defibrillator (ICD). New information received notes programming changes were completed.

Manufacturer narrative:
Correction: section b5: included " inappropriate reset backup vvi" in b5 statement as it was already coded for in the initial report.

Event description:
New information notes the patient remained stable before, during and after changes were made.